Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the reported 26.0 diopter lens was replaced with a 27.0 diopter lens. Information was also provided that the patient had prior yag surgery and a possible history of bilateral amblyopia. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the lens was explanted during a secondary procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, reports the patient experienced distorted vision prior to the lens exchange.

Manufacturer narrative:
Information was also provided that the patient had prior yag surgery and a possible history of bilateral amblyopia a director contacted the doctor to discuss the patient, glistenings, and other details of the case. A director contacted the patient and discussed the issue and the conversations with the surgeon. The patients ocular history was reviewed. Onset was 7 years after initial implant. Information was provided that lenses typically do not change so the decrease in (B)(4) is usually not attributed/caused by the lens. Without analyzing the iol we cannot be definitive in determining if the lens is a possible cause of the decrease of (B)(4) surgeon to date has not provided the samples. The surgeon made specific statements that company lenses disintegrate in the eye" and that there were other patients with ¿disintegrating¿ lenses. Information was provided that the materials used for company's iols have never disintegrated or broken down. The material is tested for biocompatibility and stability prior to approval from the FDA. Accelerated aging studies have also showed that the material is stable and does not breakdown. There has been no documented cases in the literature of an company iol ¿disintegrating¿ in the eye. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient is experiencing cloudy vision and glistenings in the lens. Additional information was requested. Additional information received reports the lens was explanted during a secondary procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the company lens was replaced with an unspecified "regular" lens model. Information was provided that the patient had prior yag surgery and a possible history of bilateral amblyopia. A director contacted the doctor to discuss the patient, glistenings, and other details of the case. A contacted the patient and discussed the issue and the conversations with the surgeon. The patients ocular history was reviewed. Onset was 7 years after initial implant. Information was provided that lenses typically do not change so the decrease in va is usually not attributed/caused by the lens. Without analyzing the iol we cannot be definitive in determining if the lens is a possible cause of the decrease of va surgeon to date has not provided the samples. The surgeon made specific statements that company lenses disintegrate in the eye" and that there were other patients with ¿disintegrating¿ lenses. Information was provided that the materials used for company iols have never disintegrated or broken down. The material is tested for biocompatibility and stability prior to approval from the FDA. Accelerated aging studies have also showed that the material is stable and does not breakdown. There has been no documented cases in the literature of an company iol ¿disintegrating¿ in the eye. File will be reopened if new information or the samples are provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient is experiencing cloudy vision and glistenings in the lens. Additional information was requested.